Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient reported becoming aware of filter tilt approximately five years and two months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was prophylaxis again pulmonary embolism, status post orthopedic surgery and deep vein thrombosis and a marked drop in hemoglobin several times, considered to be secondary to post-op bleeding. The filter was placed via the right femoral vein and deployed below the level of the renal veins and above the bifurcation. There were no complications and the patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. The medical records state that the indication for filter placement was lower extremity deep vein thrombosis (dvt) and status post orthopedic surgery with marked drop in hemoglobin several times (this was considered to be secondary to bleeding post-op). The patient also required prophylaxis against pulmonary embolus. The filter was deployed via the patient's right femoral vein. It was placed beyond the renal veins and above the bifurcation. There were no complications. The patient tolerated the procedure well.   The patient profile form (ppf) states that the patient experienced tilting of the filter. The patient continues to experience worry and anxiety. The patient became aware of the reported events five years and two months after the index procedure.